Manufacturer narrative:
It was reported that patient has tibial loosening. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that patient has tibial loosening.